Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances. The physician opted to perform a revision procedure. During the procedure, the physician observed insulation damage on this rv lead. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b, adverse event or product problem; brand name(d1), model number(d4), serial number(d4) in section d, suspect medical device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances. The physician opted to perform a revision procedure. During the procedure, the physician observed insulation damage on this rv lead. The rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.